Event description:
It was reported that during a hip arthroscopy a small metal piece of the probe head has come loose in the joint. All fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe (B)(6) 2025. It was confirmed that the fragment has not completely detached from the probe. Update avoe (B)(6) 2025. A user report was provided by the authority with the following information regarding the failure: during a hip joint arthroscopy, the approx. 4 mm large hf head detached from the stem of the device without any unusual mechanical stress. This occurred intra-articularly. The fragment could be removed without causing any recognizable damage to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is confirmed. One unpackaged ar-9835 apollorf h50, aspirating ablator batch number: 2303169 was received for investigation. Visual evaluation of the returned device noted the tip of the device was detached with the electrode and white ceramic component having broken off. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use. The dfu for this device, dfu-0242-eo, gives the following precautions and warnings: -do not use excessive force when inserting or removing the rf probe. -do not insert the rf probe into an obstructed passageway. Patient injury and or product damage may occur. -do not use an rf probe as a lever to enlarge the surgical site or gain access to tissue, which may result in a bent or damaged rf probe. -excessive wear of the rf probe tip may result from vigorous use against bony tissue. -probe wear will occur with normal use, depending on a variety of factors, including high ablation settings, length of use, prolonged use in tissues and conductive fluid, and use with minimal suction or fluid management. Occasionally inspect the electrode for wear. Replace the probe if excessive wear is noted.